Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely low sodium result on a patient sample. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: rebuilt the integrated multisensor technology (imt), replaced the rotary valve, flush pump, and sample metering and pump handle solenoid, and set up automatic repeats on the instrument. Then, the cse ran system check, patient samples, and quality controls (qc), which recovered acceptably. Siemens further investigated and determined that the customer centrifuges samples at a speed and time which deviates from the tube manufacturer's recommendations. Sample integrity issues and preanalytical variables potentially contributed to the discordant, falsely low sodium result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.